Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via healthcare professional (hcp) who reported via manufacturer representative (rep) that the patient had contacted the hcp stating she had pain in the pocket area and also that she was not receiving any symptom control from her system. It was noted the system was explanted. The rep noted lack of efficacy and painful stimulation. The rep stated the patient was alive with no injury. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.